Manufacturer narrative:
Corrected data b5: the device exhibited normal depletion, therefore this issue no longer reportable.

Event description:
Additional information received stated that based on parameters obtained, technical services/product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or not. The device is still providing therapy. The patient may undergo surgical intervention at a later date to address the issue.